Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): initially, the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed battery depletion was indicated (eri). Eri due to high impedance triggered on (B)(6) 2011, prior to explant. Subsequently, the actual device was returned and analyzed and analysis revealed high battery impedance.

Event description:
It was reported that the device elective replacement indicator (eri) had triggered early. The patient had indicated that they had not been feeling well and had performed a carelink download in which the eri was noted. The device was replaced. No further patient complications were reported as a result of this event.